Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that failure to load on the wire occurred. Patient presented with acute coronary syndrome. Predilation was performed using an unspecified balloon catheter. A 3.50x20mm promus premier stent was selected; however the device would not track into an unspecified guide wire. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, device analysis revealed a shaft break and stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the device was received at the complaint investigation site in two pieces. The device was broken at the guidewire exchange port. The distal portion of the break was received on a guidewire. The guidewire was removed but it was noted that the investigator encountered severe resistance in doing so. Dried blood was observed on the guidewire when it was removed. The shaft polymer extrusion along the distal portion of the break was severely kinked and accordioned. It was noted that the stent was damaged at the most proximal row and the tip was damaged. Despite the condition of the returned device the investigator was able to insert 0.014 in guidewire through the tip which then exited at the site of the break; however, some resistance was noted. Several hypotube kinks were identified along the proximal portion of the break. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).